Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the perfusionist (ccp) stated the ultrasonic level alarm on the unit did not respond immediately to a low level alarm situation. The device was not changed out, as they were able to complete surgery with unit. They allowed the reservoir level to rise and they were able to resume flow. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: the (B)(6) pt had low venous return the entire cpb period. The level sensor pads and sensors were set very low on the venous reservoir with the alert set at 200 ml and the alarm just below 100 ml. At one point in the procedure, the venous return was completely lost and blood volume in the venous reservoir dropped suddenly. The alert sensor did signal a low volume status, but since the alarm sensor was set low on the reservoir, the volume dropped very rapidly and the alarm sensor detected the low level just prior to the drainage of the reservoir. The ccp observed the quick drainage and stopped the pump manually just before the reservoir completely drained. At first thought, the ccp thought the alarm sensor was slow (late) in detecting the low volume status and slow in stopping the arterial pump. After further review of the exact situation: loss of venous return with a starting low reservoir volume, at a high blood flow with a low sensor placement. The ccp stated that he was satisfied with how the level sensing functioned in this procedure.